Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 65 mg/dl. Reportedly, the user stated that they were getting used to pump therapy. The user addressed bg level with a granola bar.